Event description:
It was reported that the abutment fractured and the resulting fragment led to the explantation of the implant.

Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the xive implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.